Event description:
Rep reported that the doctor thought the device was set at 200. The device was removed and tested on a monometer and it read 20. The rep felt if it was set at 20, the patient would have developed a subdural hematoma.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.